Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system and memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed system and memory pcb assembly; however, a conclusive cause of the reported failure could not be determined.

Event description:
It was reported that during pt care, the customer's device displayed "service" across the screen and powered itself off two separate times. Upon initial eval of the device by physio-control, several fault codes were also discovered, which are potentially related to the reported failure. The pt did not suffer any adverse effects from a result of the reported failure.